Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) have been completed. The reported problem (connect electrode belt message) has been confirmed. Upon inspection, it was found that the cable running from ECG b to the distribution node had several wires cut. The root cause of the cut wires cannot be positively identified, but was likely to excessive force. No adverse event resulted from the defective electrode belt cable.

Event description:
The (B)(4) distributor returned electrode belt sn (B)(4) to zoll stating that the monitor shows the message "connect electrode belt".